Event description:
A healthcare facility in the united kingdom reported that an mr290v humidification chamber was found cracked and leaking water during patient use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported that an mr290v humidification chamber was found cracked and leaking water during patient use. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare in new zealand where it was visually inspected and analysed. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the presence of a crack along the chamber base. Smeared ink print is observed above the crack area. Material analysis identified pitting damage on the chamber flange and identified that the humidification chamber was exposed to incompatible chemicals. In addition, it was identified that an external mechanical force was applied at the weakened area of the chamber dome. Conclusion: the reported water leakage was confirmed to be due to a crack on the chamber dome. Based on our investigation, the crack is likely to have been caused by a combination of factors, including exposure to incompatible chemicals, resulting in environmental stress cracking of the chamber dome, and a mechanical force applied to the weakened area. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions for the mr290v vented autofeed humidification chamber state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. - do not use the chamber if the seals are not intact when received, or if it has been dropped. - use of the mr290 above maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilator pressure. - use usp sterile water for inhalation or equivalent for humidification. Do not add other substances to the water. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient.